Event description:
It was reported that post implantable pulse generator (ipg) replacement the right atrial (ra) lead exhibited high undefined impedance. A possible loose connector pin was suspected. Reprogramming was performed and the ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: atdrs1 ipg implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.